Manufacturer narrative:
(B)(4) - thrombosis is labeled in the IFU. Occlusion is labeled in the IFU. Event eval: still under investigation.

Event description:
When pt was treated with a zenith flex endovascular stent graft in (B)(6) 2010 aneurysm was observed to be measured around 5.7cm in diameter. Almost one year later, aneurysm was observed to have increased in size to 6.7cm. Further CT scan's were done to diagnosis why the pt's aneurysm is continuing to increase. The reason for this increase is still unk. Upon regular f/u cta of this pt's endovascular device, it was discovered that the pt's left common iliac stent graft was significantly compressed (at the level of the contralateral iliac junction) and had thrombosed the limb. No add'l info was provided by the reporter on treatment or pt outcome.